Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Contact did not provide further information regarding this event. Although multiple attempts were made by tandem technical support, contact did not reply to provide information.